Event description:
The patient reported a chronic headache after the lead implant. The patient was still suffering from a headache after one and a half months, and the hospital decided to explant the system. The headache resolved following explant.